Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had mild tortuosity, no calcification and a 99% stenosis. The voyager rx was delivered to the lesion. The balloon was inflated for the first time at 8 atms for 10 seconds, the pressure was increased to 10 atms when the balloon ruptured. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the tip, balloon, inflation lumen, in the hub and on the hypotube. There was contrast visible on the inflation lumen. The balloon was loosely folded. The distal end of the balloon was wrinkled. There were two kinks in the hypotube, 15 cm and 61 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to pressurize the balloon when blood and fluid leaked from the longitudinal rupture on the balloon. There was a longitudinal rupture on the balloon starting 1.3 cm proximal to the distal seal and extending distal for a length of 5mm. There were multiple scratches around where the longitudinal rupture was located. Product performance engineering has reviewed the case description and analysis of the returned device. Factors that may contribute to balloon ruptures include, but are not limited to, manufacturing, materials, patient anatomy, calcification, insufficient preparation, associative device interaction, or over-inflation. The analysis was able to confirm the complaint as a longitudinal balloon rupture was observed on the balloon. Visual observation of the damage also noted multiple scratches located at the rupture site, suggesting the balloon surface had become mechanically damaged prior to inflation. When the balloon surface is mechanically damaged, it can weaken the material such that upon the inflation attempt the balloon ruptures. The patient anatomy was mildly tortuous and had a 90% stenosis, which could have contributed to the balloon damage. A review of the manufacturing criteria at final inspection revealed that no units were rejected for balloon damage. Also, there was no leak observed prior to the procedure. Based on the reported case description and analysis of the returned device, the reported difficulties appear to be related to circumstances during the procedure. The analysis also observed kinks in the returned catheter. There were no kink observed during the procedure, therefore, it appears the kinks may have occurred after the procedure due to handling or shipment back to abbott. The kinks did not appear to have contributed to the rupture difficulties. The lot history record was reviewed and there were no con-conformities associated with this product lot. This MDR is considered closed by the product performance group.